Manufacturer narrative:
Final analysis of the (tined lead) (va01tnv) revealed all conductors are broken 10.2 cm from the proximal end.

Event description:
Additional information received reported that the physician placed a new lead into the patient s3 right foramen because the left lead was not working. It was during this revision that the lead was found to be severed. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were high impedances greater than 4000 ohms on all electrodes and all configurations of the lead. The patient didn¿t recall anything happening to the device. She felt no stimulation and her bowel symptoms had started to return after two years of doing well. She had less than 50 percent therapy relief at the lead location. The patient had lost 20 pounds and wondered if that could have caused the problem. Troubleshooting included impedance testing and x-rays. A lead revision was performed on (B)(6) 2014. When the doctor opened the pocket, the current lead was found to be severed about 5 to 6 centimeters at the proximal end near the battery. It was unknown what caused the lead to be severed. The doctor disconnected the lead and left the distal end of the lead with all four electrodes intact inside the patient. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va01tnv, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.